Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date. The device was not returned for analysis. Although it is noted, per the products IFU, that the event of stent thrombosis / vessel occlusion is listed as a known adverse event associated with device use, based off the very limited complaint information and the fact that there is no batch number of device recorded for this complaint event, the cause of the thrombosis cannot be established. This product investigation is assigned the most probable cause classification of cause not established.

Event description:
It was reported that stent thrombosis occurred. A synergy xd was selected for treatment of the target lesion. After successful implantation of the stent, stent thrombosis was noticed while the patient was still present in the hospital.

Event description:
It was reported that stent thrombosis occurred.a synergy xd was selected for treatment of the target lesion. After successful implantation of the stent, stent thrombosis was noticed while the patient was still present in the hospital.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date.

Event description:
It was reported that stent thrombosis occurred. A synergy xd was selected for treatment of the target lesion. After successful implantation of the stent, stent thrombosis was noticed while the patient was still present in the hospital.

Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date.h11 additional MFR narrative: correctedthe device was not returned for analysis. Although it is noted, per the products IFU, that the event of stent thrombosis / vessel occlusion is listed as a known adverse event associated with device use, based off the very limited complaint information and the fact that there is no batch number of device recorded for this complaint event, the cause of the thrombosis cannot be established. This product investigation is assigned the most probable cause classification of cause not established.a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.